Event description:
(B)(4) MDR - this lead was implanted, but it took more than 20 turns to deploy the helix. Later the lead needed to be repositioned, but it needed more than 35-40 turns to get the helix to deploy and then it would no longer turn in the lead. Therefore, this lead was explanted.